Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in six episodes with an inappropriate shock. This patient was noted to have had a right bundle branch block at the time of the delivered shocks. The device was updated to a new template in the primary vector to mitigate further oversensing. The device was also reprogrammed to a single vt therapy zone of 250 beats per minute. This system remains in service. No additional adverse patient effects were reported.